Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported footswitch issues during a cataract with intraocular lens implant procure; the footswitch was broken and intermittently stopped working. A significant delay of unknown duration was reported. There was no harm to the pt. Additional information has been requested.